Manufacturer narrative:
Lens was received cut in 2 pieces across the optic and adhered to surgical tape making analysis impossible. Attempts to obtain more precise info from the reporter have been unsuccessful. Product met all criteria prior to release. The cause of this incident is undeterminable.

Event description:
It was reported the lens was removed and replaced due to a malfunction. Attempts to obtain additional info from the reporter have been unsuccessful.